Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking stopper was confirmed. The returned samples were found to exhibit the same features as a previously investigated event, and the root cause was found to be within the scope.

Event description:
It was reported a malfunction of a powerpicc* single lumen 4 fr 55cm an abnormal entry of air into the circuit with danger of microembolism is reported during aspiration. Occurred during use. No other information was provided. 02/26/2024- three devices were returned for evaluation. This report addresses the third device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a leaking stopper was confirmed. The returned samples were found to exhibit the same features as a previously investigated event, and the root cause was found to be within the scope. Note that the originally-implicated device was not returned; however, since the described issue was observed on the returned sealed kit samples the investigation is confirmed for those kits. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a malfunction of a powerpicc single lumen 4 fr 55cm. An abnormal entry of air into the circuit with danger of microembolism is reported during aspiration. Occurred during use. No other information was provided. On 02/26/2024- the initial implicated device was not returned for evaluation however two other devices were returned. This file addresses the second device returned for evaluation.